Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at 03:00pm to 04:00pm. The patient manages her diabetes with "glumera, amaryl and lantus". The patient reported that an unspecified time after the alleged issue occurred she developed symptoms of "blurred vision and tired" and that on (B)(6) 2015 she visited her doctor's office where she had the dose of her medication increased to "40 units of lantus and 4 units of humalog insulin". At the time of troubleshooting, the cca noted that there was no apparent misuse of the meter and it was not the first time it had been used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.